Event description:
It was reported that a perforation and cardiac tamponade occurred. A 1.50mm rotapro was selected for an atherectomy procedure of the complex calcified left anterior descending (lad) artery. The rotapro was prepped and platformed at 160000 rpm outside the patient. During the procedure, the burr speed consistently rotated at 145000 rpm. During the final stages, the burr was advanced slightly more aggressively and the system stalled. The stall message displayed, the physician pulled back the system quite sharply to minimize the chance of the burr being stuck in the vessel. The rotapro and wire were removed. A non-bsc blade and non-bsc wire used to rewire the lad, but failed as the vessel had collapsed in the mid segment. Antegrade wire escalation technique was adopted with the use of a microcatheter and four non-bsc guidewires. The non-bsc guidewire was advanced to what appeared to be the true lumen of the distal lad. The length of the lad was then ballooned with a 1.25mm semi compliant balloon. An angiogram was performed, and it was evident that a major perforation had occurred at the site of rotablation. The patient went into cardiac tamponade and a pericardiocentesis was performed. Once stable the patient was transferred to surgery and received a coronary artery bypass grafting (CABG). No further complications were reported and the patient was reported to be stable and recovering post procedure.